Event description:
It was reported that the patient presented to the emergency room after being found unresponsive at home on (B)(6) 2022. Upon interrogation of pacemaker on (B)(6) 2022, it was noted that there was premature depletion of battery on the pacemaker. No programming changes were made. The patient was in stable condition.